Event description:
The customer obtained control readings of 143 and 228 mg/dl at 3:32 p.m. And 3:34 p.m. Respectively on a contour next ez meter. The meter did not automatically mark those readings as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no adverse event alleged. The customer was advised to return the control solution for evaluation. Replacement meter, test strips and control solution were sent to the customer.